Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor over-infused. This occurred during a patient infusion of 40.5 mg/ml of fluorouracil (non-baxter product) diluted with 12 ml of 5% glucose (non-baxter product). The reporter stated that the infusion was expected to complete in 46 hours. Instead, it was found totally empty within 31 hours of the start of the infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured august 26, 2013 - august 27, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.